Event description:
It was reported that the procedure was to treat an ami pt. During the stenting attempt, the guiding catheter disengaged from the ostium and the decision as made to exchange it for a more supportive guiding catheter. As the pixel stent was being retracted into the guiding catheter, the stent became partially dislodged on the balloon. The physician attempted to remove the stent delivery system, with the stent intact, but the snare became tangled with the stent and the guide wire in the right femoral artery. The pt required surgery to remove the entire system. The pt is currently doing fine.